Manufacturer narrative:
The customer reported that they did not receive an audible alarm at the central station. A review of the central station alarm logs for (B)(6) 2014 for apac17 from 15:07:26 until 15:29:01 indicated that there were 4 ***apnea; 1 ***brady; 1 ***asystole and 1 *** tachy alarms generated. There is also 1 indication that alarms were suspended and automatically came out of suspension after 3 minutes. The field service engineer tested the devices in question with a patient simulator and confirmed the device worked as designed/intended.

Event description:
The customer reported that they did not receive an audible alarm at the central station. This will be reported as a serious injury. No further information is available.